Manufacturer narrative:
The device was returned for evaluation. Microscopic inspection of the purge sidearm revealed a crack on the yellow luer at the weld line. Sodium bicarbonate was used as a purge solution. The root cause of the reported cracked luer and the subsequent purge system open alarms was determined to be a damaged yellow luer. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66 year-old female was implanted with an impella device for bridge to decision for transplant. It was reported that during a purge cassette change, the yellow luer cracked on impella purge sidearm. As a result, purge open alarms due to leaking of purge solution occurred and a purge sidearm bypass had to be completed to maintain function. There was no patient harm reported.